Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base of grip/other location. A piece measuring approximately 14.24mm x 4.57 mm was found to be broken off. The broken piece was not returned with the instrument. Additional observation found unrelated to the reported complaint included that the instrument had mechanical indentations or burrs at the bipolar yaw pulley. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the fenestrated bipolar forceps instrument gripping function was more difficult and coagulation was delayed. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information 17-dec-2024: no fragments fell out of the device while it was being used in the patient. It was just the problem of difficult grasping and delayed coagulation.